Event description:
It was reported that approximately eight years post-implantation, the patient underwent a hip revision due to a pseudo-tumor. During the procedure, the pseudo-tumor was removed and the head and bearing were changed while in the hip. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: unk bearing . G2: foreign ¿ event occurred in australia . H6: proposed component code: mechanical (g04) ¿ stem . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.